Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer sent in a picture of a tear in the driveline outer jacket with fluid coming out of the tear. Possible internal driveline fracture was being investigated. Technical services responded that there were no fractured conductors. There was no evidence of any type of electrical driveline issue such as a phase to phase short or a short to shield. The fluid coming out of the tear in the external section of the driveline may be coming from an internal tear in the velour and it is running down to the external section of the driveline and there are no means of repairing this type of issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted photos confirmed superficial damage to the external portion of the outer silicone jacket of the patient¿s driveline. The report of internal superficial damage leading to fluid leakage out of the external damaged portion of driveline jacket could not be confirmed as no product was returned for evaluation and the patient remained ongoing. The submitted log file contained data from (B)(6) 2020. The pump operated above the low speed limit for the duration of the log file. There were no atypical pump-related alarms, and the log file appeared to show the pump operating as intended. The account reported that the patient had an external tear in the jacket of their driveline which had fluid leaking out of it. The account suspected that the patient had internal superficial damage leading to the fluid traveling through the driveline. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on ventricular assist device (vad) support with no further related issues reported until ultimately expiring on (B)(6) 2020 (reported under MFR # 2916596-2020-06357). Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30jun2016. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.